Event description:
It was reported by the pt's attorney that as a direct and proximate result of having the product implanted in her, she has suffered bodily injury and resulting pain and suffering, impairment, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings, loss of ability to earn money, and will continue to suffer losses in the future.